Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that there was an unspecified device-related patient event.

Manufacturer narrative:
Requested however not provided. The reported event of an unspecified device related patient event could not be confirmed. No product or event logs have been returned for this investigation. The root cause of the customer's report could not be confirmed.

Event description:
It was reported that there was an unspecified device-related patient event.